Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump had lost power. It was reported there was damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the black box data showed unexplained reboots. A visual inspection of the pump showed that the battery compartment was cracked. No battery cap was returned with the pump. A test cap was used and was able to attach securely on to the pump. The pump powered on and was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).